Event description:
It was reported, "or assistant reported to sales rep that the dall miles cable did not pass through the single sided tensioner; the grip plate was not able to be tensioned using the single sided tensioner prior to crimping, because it could not be used. A double sided tensioner was available and was used instead."

Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report.